Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported there was air leakage at the needle connector, resulting in a failure of blood draw. The device was not used in/on the patient and a new device was used to complete the procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: as received, one introducer needle reportedly from a MRI implantable port kit. During functional testing, a crack in the hub was noted during infusion. The crack is clearly visible under magnification. Based on the findings, the investigation is confirmed for the reported suction issue, specifically due to a crack of the needle hub. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported there was air leakage at the needle connector, resulting in a failure of blood draw. The device was not used in/on the patient and a new device was used to complete the procedure.